Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patients right ventricular (rv) lead showed high thresholds. A lead revision was completed and the lead remained in use. Two days later the lead exhibited high thresholds and intermittent capture at max output, resulting in diaphragmatic stimulation and pain on the patients left side. A potential lead perforation from the previous lead revision was suspected. An intervention was completed to extract and replace the rv lead. No further patient complications have been reported as a result of this event.